Event description:
It was reported that an implantable neurostimulator (ins) had been implanted in the wrong spot and the patient had to get it "fixed." It was unclear if other parts of the spinal cord stimulator system (scs) were involved. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 355029 lot# n113532, implanted: 2008 (B)(6), explanted: 2008 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 355029, lot# n113532, implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
There was a report that there was a lead issue. It was reported that the patient had their leads replaced because the previous leads had been implanted "incorrectly." The leads were replaced and the patient recovered completely. No symptoms were reported. The patient no longer had a managing healthcare professional. Relevant medical history includes other chronic/intract pain (trunk/limbs).